Manufacturer narrative:
The pump has been received and is awaiting an evaluation. A follow-up report will be filed upon completion of the evaluation or if additional information is obtained.

Event description:
The facility's biomed reported this infusion pump to have over infused during patient use but no pt injury was reported. Per the facility's biomed, the pump was programmed to run at 24ml/hr. The next morning, the nurse then decreased the rate from 24ml/hr to 20ml/hr, after noticing that the pump seemed to run faster. The nurse stated, "the meds ran over 18 hours instead of 24". Information regarding medication involved, product codes and lot numbers of the IV set and bag and the pump's specific setup was requested but none was available.